Event description:
A customer reported to the distributor that the ventilator shut down while in use and alleged that the audible alarm did not sound. The customer reported the pt suffered no harm or ill effect. Distributor's service technician evaluated the ventilator and found blown fuses on the power supply which caused the ventilator to shut down. The power supply was replaced and ventilator put back into service.